Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and developed symptoms beginning (B)(6) 2014. The patient reported the following: testing high on ana levels, lyme disease and never been bitten by a tick, and excruciating bone pain. The patient believes her symptoms are in line with breast implant illness. The patient showed information to her endocrinologist that has been treating her for years without reaching a diagnosis. The endocrinologist, upon realization that the patient had implants, recommended immediate explantation. The patient underwent en bloc explantation without replacement on (B)(6) 2018. The patient reports that her symptoms have improved since explantation. The patient reports her eyes are better, the burn in her legs, and body cramping are somewhat resolved. The patient is going to retest her thyroid as she never had issues prior to implantation. This is for the left side implant, see manufacturer report number 1645337-2019-08710 for contralateral prosthesis.